Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer's blood glucose level reported. The customer continued to use the pump for insulin therapy.